Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the pci procedure, the tip of the device broke off inside a distal lad sidebranch while the device was being removed. The tip remained in the coronary artery and will not be removed. There were no adverse patient consequences.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The packaging coil and device label were also returned. The results of the investigation concluded that the radiopaque tip and distal corewire had been fractured and were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. There were multiple bends throughout the guidewire and a kink at the hydrophillic coated tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.